Event description:
It was reported that during surgery the tissues was destroyed during the mesh process. The device chewed the mesh up versus spreading it. The tissue had to be sutured together. No injury/harm was reported. There was a 30 minute delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4)6732. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device passed the test mesh during device evaluation; however, the device was out of calibration; however, the repair was not completed because the customer rejected the repair quote. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.